Event description:
The customer reported a collimator iris too large error which prevented the sys from booting up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.